Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: a review of the black box history and alarm history revealed multiple call service alarms on 08/27/2013. Investigation was unable to be completed; the pump was unable to power on during testing and was found to be completely unresponsive upon battery insertion. The display was found to be blank and the vibratory and auditory feature was found not to be functioning. The pump was opened; no damaged was found to the display screen. A single component failure was found on the printed circuit board (pcb). The component was replaced on the pcb and the pump was able to power on, the auditory and vibratory feature was found to be functioning and the display screen fully illuminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen. There were reportedly audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.